Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm regarding a pump motor stall occurred; and they were unable to interrogate the device. A printout was noted to have indicated the pump stall, but did not show a spontaneous restart command. Per the pump logs, a motor stall occurred on (B)(6) 2011. The physician had indicated that he did not trust the device, so he wanted it replaced. The elective replacement indicator (eri) showed 25 months. The pt was treated prophylactically with oral medication to avoid having the pt experience withdrawal. Withdrawal was noted as not having had occurred. Neither a dye nor rotor study was performed. The explanted pump was planned to be sent to the MFR for analysis. Following the pump replacement procedure, the pt had recovered without sequela. The medication being administered via the pump was dilaudid (10.0 mg/ml at 8.991 mg/day). Additional info will be provided in a f/u report, as it becomes available.